Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported dissection could not be conclusively determined. Per the IFU, intimal tear is a known risk during the use of this device.

Event description:
Related manufacturing ref 2182269-2017-00053, 3008452825-2017-00073. During an atrial tachycardia procedure, a dissection occurred. During the procedure, difficulty was noted when attempting transseptal access due to the patient¿s anatomy. The patient experienced some pain but an echocardiogram revealed no anomalies. The procedure was completed successfully, however a postoperative echocardiogram revealed a dissection of the interatrial septum. The patient is in stable condition. There were no performance issues with any abbott device.